Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door would not latch properly. The evaluation found that the device alarmed door not fully latched, determined to be caused by a damaged upper link switch. The upper auxiliary assembly, which contains the damaged link switch, was replaced.

Event description:
It was reported that a spectrum infusion pump door would not latch properly, reportedly discovered during preventative maintenance testing. During baxter's device evaluation, the device alarmed door not fully latched. It was also reported that there was no patient involvement.